Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2016 with the following findings: during testing, the down arrow keypad button was unresponsive to user presses. The keypad cover was removed, and the down arrow button contact was observed to be damaged. The keypad flex was also damaged. No contamination was found under the button contacts. Additionally, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be torn at the up arrow and down arrow buttons, and the pump casing was cracked near the display.

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, a button contact defect, a damaged keypad flex, and a dim and discolored display. This report is made based on results of investigation completed on 02/01/2016.